Event description:
I am submitting this report to document health issues I experienced while using byte clear aligners manufactured by straight smile llc (byte). In 2024 I began using byte clear aligners after purchasing the treatment for approximately $1,999. Shortly after starting treatment, I began experiencing severe gum inflammation, jaw pain, and bleeding while wearing the aligners. The aligners also did not fit properly and would not seat correctly on my teeth. I stopped using the product because of the pain and concerns about potential damage to my teeth and gums. I contacted byte customer support multiple times to report these symptoms and the improper fit of the aligners. I explained that the aligners were causing significant discomfort and inflammation and that one of my teeth prevented the aligners from fitting properly. I also later had a wisdom tooth fully erupt, and my dentist advised that I should not continue using the aligners. Despite reporting these issues, I did not receive meaningful medical guidance from the company. I later received a "field safety notification" from byte stating that their patient onboarding workflow may not adequately identify patients with dental conditions that make them unsuitable for treatment with their aligners. The notice listed possible risks including bite problems, tooth instability, and gingival recession. Based on my experience, I am concerned that the screening process for this product may not adequately protect patients from harm. I am submitting this report so the FDA is aware of the adverse symptoms I experienced while using this device and the potential safety concerns related to its remote screening and treatment process.